Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump shut off and could not turn back on even after several battery changes. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed hardware low level failure error during self-test and was confirmed in the pump history due to cold solder joint on u1 keypad assembly. The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours and no blank display anomalies or frozen display noted. All buttons responding properly and the power connector plug locked into place properly. The insulin pump powered up properly after battery installation. The insulin pump had minor scratches on the lcd window.